Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump error alarm also screen turned off. The customer¿s blood glucose level was 14 mmol/l at the time of the incident. Customer stated they were unable to clear the insulin pump errors, power loss alarm and program the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with pump error 40 found in the pump history file and critical pump error alarm during testing due to software error. No frozen display noted during testing. Unable to verify battery power loss alarm due to critical pump error alarm.